Event description:
The suspect device result was okay. The user went to bed and woke up 2 hours later with seizures. Pt's spouse called 911. While waiting on the emts the device was used and a result of 97 mg/dl was obtained. When the emts arrived, they checked their glucose and the level was 67 mg/dl on their equipment. The pt was treated with an IV. Controls were not used. The device was replaced and requested to be returned for evaluation.